Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 6x daily and manages her diabetes with an insulin pump (humalog insulin). The alleged issue began on (B)(6) 2012. It was reported the patient obtained blood glucose results of "142 mg/dl" with the subject meter and "212 and 211 mg/dl" on other meters, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's usual and/ or expected blood glucose reads around "140-190 mg/dl." The reporter alleged the patient did not get enough insulin due to the alleged issue. The reporter claims the patient felt symptoms of frequent urination, shaky and tired which she associated with high blood glucose. Due to the patient's reported symptoms, the patient was taken to the urgent care/ clinic. A health care professional (hcp) administered the patient additional humalog insulin (amount not specified) as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed, the meter was found to function properly. The patient also returned test strips with lot number 3181783. The test strips were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.